Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 423 mg/dl. The customer treated per health care provider's instructions. The customer stated that he received a button error and it may be due to moisture damage. The customer stated that the pump got caught in the rain and his pump was soaked. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.